Event description:
During a standard treatment the head of the handpiece got hot but did not cause any injury. Further details related to patient have not been supplied by the dental office.

Manufacturer narrative:
The product has not been sent in for analysis, yet. Therefore, further information are not available. A follow up report will be issued as soon as details are available.